Manufacturer narrative:
Additional information: patient identifier provided. Correction: unique device identification (UDI) and device manufacture date updated to proper value.

Manufacturer narrative:
Correction: refer to MDR sequence number 2 under MDR 1723170-2018-00827 for investigation into anomaly.

Manufacturer narrative:
Patient identifier not available from the site. A medtronic representative went to site to test the equipment. Representative was unable to replicate the reported issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by the manufacturer for evaluation.

Event description:
A site representative reported that during functional endoscopic sinus surgery (fess), the navigation system became unresponsive in the register task once the trackers were plugged into the axiem box. Rebooting the system resolved the issue. The procedure was completed with the use of navigation. There was a delay of less than 1 hour. No impact on patient outcome.